Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button reportedly needs to be pressed several times for a response. The pt claimed that the button appears more depressed than the other keypad buttons. Keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/ok keypad buttons intermittently responded to user inputs during testing. The contrast keypad button required excessive force to activate during testing. It was observed that the contrast key contact was inverted. The up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.